Event description:
It was reported that the system 9800 was being used on a pt and the tech decided to use the collimator to improve the image. Collimator actually degraded the image. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The collimator was found to be defective and was replaced. Also connectors on the rear of the workstation were repaired. The system was tested and found to be working as intended and placed back into service.